Event description:
The patient responded to an outreach survey, stating that she cannot wear the sensor for more than 24 to 48 hours as she is allergic to the metal inside the sensor. The patient cannot remember the last time she was able to wear the sensor, and could not provide lot numbers or expiration dates for the sensors with which she had issues. The patient stated that her hcp recommended she stop using them. The reported bg at the time of the call was 287 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.